Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to around 18 mmol/l (324 mg/dl) between 24 and 36 hours of wearing the pod. The patient¿s mother reported the pod was not lowering the bg levels. Upon removal of the pod from their back, the cannula was found to be bent. The patient¿s mother administered insulin via a pen, and a new pod was applied.